Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition greater than two (2) seconds but the patients intrinsic conduction was observed underneath. In addition, the rv lead also exhibited a high out-of-range pace impedance measurement greater than 3000 ohms. The rv lead was noted to be permanently programmed to a unipolar pacing and sensing configuration. The boston scientific representative (rep) indicated that there are no plans to perform a lead revision at this time and the clinic is going to monitor the patient for now. The lead remains in-service. There were no adverse patient effects. Additional information was received that this rv lead also exhibited high threshold measurements and was surgically abandoned and replaced. During the replacement procedure, it was noted that the lead exhibited an acute bend in the lead body and a fracture was suspected. There were no additional adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition greater than two (2) seconds but the patients intrinsic conduction was observed underneath. In addition, the rv lead also exhibited a high out-of-range pace impedance measurement greater than 3000 ohms. The rv lead was noted to be permanently programmed to a unipolar pacing and sensing configuration. The boston scientific representative (rep) indicated that there are no plans to perform a lead revision at this time and the clinic is going to monitor the patient for now. The lead remains in-service. There were no adverse patient effects.